Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of "drawer did not open" was confirmed by field service engineer (fse) and subsequently confirmed in the dchu inspection process. According to work order # (B)(4), the fse took the back off the station and found that the module controller for drawers one and two and for door seven and eight had no lights on them. The fse replaced both module control boards and tested in hta to make sure the drawers were working. The report was closed. During dchu visual inspection: pn 151730-21: both "pcba pmc pyxis mini fw1-12" were received with signs of thermal damage on component u501. During dchu testing: pn 151730-21: the testing from dchu was not required due to the signs of a thermal event on component u501 on both pcba. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as thermal damage to component u501 on both "pcba pmc pyxis mini fw1-12" (pn 151730-21) resulting from an electrical failure. This damage compromised the communication and control signals responsible for managing the cubie pockets, leading to their malfunction.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer failed to open. As per part investigation, it was determined that there was thermal damage to component u501 on both pcba pmc pyxis mini fw1-12. There were no adverse events or injuries reported based on this event.